Event description:
It was reported that the insulin pump alarmed during normal use. Nothing further was reported.

Manufacturer narrative:
The insulin pump was received with frozen display due to faulty component on the motherboard. Unable to test for alarms due to frozen display.